Event description:
The caller states that the wheel lock on the left hand side of his chair is no longer holding.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.